Event description:
It was reported the patient was feeling some paresthesia in his legs with some kind of numbness. The physician turned the patient's scs system stimulation off for a few days, but the events remained. The physician was not sure of the cause of the event. However, the physician decided to explant the whole scs system. The date of the surgery was undetermined at this time. In addition, besides these events, the patient was fine.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-02054.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02054. Additional information received identified the patient was implanted with two leads. The second lead was added to the event as device 2.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02054. Follow up information received identified the patient's issue of numbness in the leg had resolved.